Manufacturer narrative:
The sample could not be provided for further testing. The investigation noted that performance testing was run and passed, therefore an instrument-related issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6). The customer performed a routine maintenance on (B)(6) 2019. It was noted that the last pinch tube was changed on (B)(6) 2019 and then on (B)(6) 2020.

Event description:
The initial reporter received questionable elecsys t3 and elecsys t4 assay results from the cobas e 411 immunoassay analyzer serial number (B)(4). This MDR will cover the elecsys t3 reagent. Refer to the MDR with patient identifier = (B)(6) for the elecsys t4 assay reagent. T3: (nmol/l), roche e411: 4.72, architect: 1.09, roche e411 rerun: 5.16 with a data flag. T4: (nmol/l), roche e411: >320, architect: 11.454, roche e411 rerun: 320.0> with a data flag. The questionable results were not reported outside the laboratory.